Event description:
It was reported that during an endoscopic submucosal dissection of a transverse colon mass, the transparent mucosal suction cup at the distal end of the scope had torn and detached, falling into the intestinal lumen. A foreign body forceps and foreign body retrieval basket were used to retrieve the object, and the endoscope was withdrawn. A new transparent mucosal suction cup was replaced, and the endoscope was reinserted. The procedure was completed with a similar device. No reports of patient harm or injury. It was additionally reported that medical tape used to wrap and secure the product to the distal end of the endoscope. The product was thoroughly wiped after using lubricant and there was no possibility of vaseline or other lubricants or chemicals adhering to the cap.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.